Event description:
It was reported via repair work order that the bed would raise but wouldn't lower due to out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.